Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda and difficult imaging were unable to be determined. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 isolated tricuspid regurgitation (tr) for an off-label mitraclip procedure on the tricuspid valve. The first mitraclip was implanted. Post-implantation, a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. A second clip was implanted to stabilize the first clip. A third clip was attempted to be placed on the posterior-septal side, however the tr grade did not reduce. The decision was made to removed the third clip from the patient. The final tr grade was 2-3. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 isolated tricuspid regurgitation (tr) for an off-label mitraclip procedure on the tricuspid valve. The first mitraclip was implanted. Post-implantation, a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. A second clip was implanted to stabilize the first clip. A third clip was attempted to be placed on the posterior-septal side; however, the tr grade did not reduce. The decision was made to removed the third clip from the patient. The final tr grade was 2-3. There were no adverse patient sequelae or clinically significant delay.